Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. The lead was explanted.

Event description:
Iit was reported that the patient with this lead exhibited pocket erosion. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the lead were explanted. There were no adverse patient effects reported. No indication if the product will be returned. It was reported that the explanting physician noted there was no physical signs of infection or inflammation and the tissue surrounding the electrode was healthy. Under careful examination of the area, the physician felt the erosion very likely happened due to the large size of the patient. All of the excess electrode length had migrated out of the device pocket thru the adipose tissue. Additionally, the excess electrode body was bent and likely wore its way thru the tissue over time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection confirmed the lead body was bent/curved at the erosion site. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this lead exhibited pocket erosion. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the lead were explanted. There were no adverse patient effects reported. No indication if the product will be returned. It was reported that the explanting physician noted there was no physical signs of infection or inflammation and the tissue surrounding the electrode was healthy. Under careful examination of the area, the physician felt the erosion very likely happened due to the large size of the patient. All of the excess electrode length had migrated out of the device pocket thru the adipose tissue. Additionally, the excess electrode body was bent and likely wore its way thru the tissue over time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.